Event description:
It was reported that the user experienced elevated blood glucose readings in the 200s for several hours while using the ilet system, with a fingerstick or sensor value of 234, no device alerts noted, and improvement to 125 after replacing the infusion site on a contact detach set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.